Event description:
It was areported that the port was implanted in 2002 in the pt's right chest. During a chest x-ray, it was noticed that the catheter had separated from the port and had embolized to the heart. The catheter was removed in the cath lab without any complications. The port was explanted 5 days later.